Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device performed a restart without losing data. No injury was reported.

Manufacturer narrative:
The affected device was examined on site by dräger service. Based on the log file, a faulty cartridge valve was identified as the root cause of the warm start. The device detects a faulty cartridge valve and attempts to rectify the error with a warm start. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. After exchanging the cartridge valves air and o2 the error did not occur anymore. The device was successfully tested according to the specific test specification and after passing the one-day test run it was released for use again. The unit reacted to the failure of a hardware component as specified and alarms were given to alert the user to the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.